Event description:
It was reported that a stent dislodgement occurred. A 8.0 x 60 x 75cm express ld balloon expandable stent was selected for treatment. The stent dislodged. There were no patient complications reported.